Event description:
It was reported the high flow insufflation unit showed error e003 (insufficient conductivity). The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported error e003 (insufficient conductivity) issue could not be determined, as the error could not be reproduced, however, the issue was likely the result of a circuit board failure. Additionally, corrosion inside the co2 insufflation connector could not be determined, however, the issue was likely the result of wear. Olympus will continue to monitor field performance for this device.